Event description:
It was reported that the transend guide wire was used together with the wingspan stent system to treat the a1 segment of the right anterior cerebral artery. The stent was positioned and expanded without any issues. An attempt was made to withdraw the guide wire; however, it caught on a stent strut, leading to stent movement from the site of implantation at the anterior cerebral artery to the intrapetrous carotid artery. The stent was removed from the pt using a retrieval device with a "lasso" technique. No clinical consequences to the pt were noted, 24 hrs after the procedure.